Manufacturer narrative:
Evaluation: method = x-ray. Evaluation summary: as received, the valve exhibits moderate to heavy calcification in the cusp area of leaflet 1 and moderate calcification in the cusp area of leaflet 2. Calcification is moderate at the free margins of leaflets 1 and 2 at commissure 2. The free margin of leaflet 3 also demonstrates moderate calcification at commissure 1. Moreover, host tissue overgrowth is moderate to heavy at leaflet 1 and leaflet 2 outflow aspect. It encroached onto the tissue and into the orifice at the greatest distance by approximately 5-6mm. It is also fused the free margins of leaflet 1 and 2 at commissure 2 by approximately 3-4mm. At the inflow aspect, host tissue is minimal at the stent inflow and onto the tissue inflow, as it encroached into the orifice by 1-2mm. Leaflet 3 exhibits delamination along the attachment at the outflow aspect, by approximately 5-6mm. Residue of host tissue overgrowth is noted in the described area, which may have been removed at explant. Additional manufacturer narrative: the device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Device evaluation indicates calcification and host tissue overgrowth as the primary causes of the reported stenosis. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, the initial implant operative report from 2007 indicates tremendous calcification in the patient's native mitral valve. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. There has been no information to suggest a device manufacturing quality deficiency that may have caused or contributed to this event.

Event description:
It was reported that an edwards' mitral bioprosthetic valve was explanted after an implant duration of approximately 4 years due to stenosis and calcification. The operative report indicates there was a big wad of calcium in the right commissure of the valve which could not totally free up. The patient also has an edwards' aortic valve implanted at the same surgery as the subject valve (2007), which was inspected and found to be functioning properly. Implant operative report findings from 2007 indicates, " tremendous amount of calcification in the posterior annulus and the [native] mitral valve extending through the wall of the heart making an implant extremely difficult".